Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced edema in his ankles approximately (B)(6) 2014 and notified his physician about the issue. The patient had an ongoing issue with edema in his ankles so two weeks ago the physician told him it was perhaps due to the morphine sulfate (ms) that they were using. The patient stated that the physician said they would change it and dilaudid was put in. The patient does not get enough relief from the bolus and it had been that way since the time of implant. The patient had osteoporosis and failed back surgeries and he gets "zinged" numerous times a month which is why he asked for the personal therapy manager (ptm) to give boluses. For a year the patient had been telling the physician that the bolus needs to be raised. It took two refills to get it changed from "4 to 6". The patient had 1mg increase in a year. The patient informed their physician the steady rate was fine but the bolus amount needs to be increased. The patient was set for 6/day every 4hours. The bolus does nothing so he was uncomfortable a lot. An error code; '8503 physician bolus in progress' message was encountered on the personal therapy manager (ptm). The patient attempted a bolus at 11:30 last night and got an 8503 code. The patient indicated he was going to have the pump taken out.

Event description:
It was reported that the patient was seeing lockouts on his personal therapy manager (ptm) of 25, 30 or 45 minutes. The patient noticed this on (B)(6) 2013 at 11:25 when he had a 25 minute lockout and noted on (B)(6) 2013 at 11:20 his last bolus was at 6:23. The patient also reportedly changed the batteries in the ptm and the patient did not give definitive answer as to if it was because of normal battery depletion. The batteries reportedly lasted a month and the patient changed them at three fourths full. It was reported that the patient had to ¿reconnect to get programming back¿. It was then reported the patient never had therapeutic effect. The patient¿s constant dose was ¿okay¿ but he was getting a lot of breakthrough pain. This started upon implant. It was noted the external pump trial worked better than the full implant. The patient had reportedly been uncomfortable since (B)(6) and he had a miserable holiday season. It was also reported the patient had flu like symptoms four or five times since implant. The patient¿s health care provider (hcp) did a dye study because he thought the catheter was out of place .the timeframe of the dye study was not provided as well as the results. It was then noted the patient had inoperable osteoporosis which greatly limited his activity, he couldn¿t stand for more than ten to fifteen minutes. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).